Event description:
Based on information reported to davol by the surgeon: on (B)(6) 2011 - hartmann procedure performed, collamend fm implanted. On ni/ni/ni- the immediate post operative is without complication but a few weeks after the patient has fluid coming out of the scar plate. The fluid was infected ((B)(6)) and was accumulated around the implant. This patient was treated with local care and antibiotics. On (B)(6) 2012 - implant removed. The patient went back home the following day with home care.

Manufacturer narrative:
The patient is reported to have developed an infection after implant of a collamend fm graft. However, no culture reports or other medical records have been received. While there is no indication that the graft is the source of the reported infection, the product's IFU states: "if an infection develops, treat the infection aggressively." The graft was returned in an number of pieces. After decontaminating an attempt was made to try to match up the pieces of collamend. No clean match could be made between any two sections. Based on the condition of the graft as it was returned, we were unable to determine whether the it may have caused or contributed to the reported event. Additionally, a manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. If additional information is provided, a followup MDR will be submitted.